Event description:
It was initially reported that when tunneling, a plastic part of the tunneling tool blocked into subcutaneous tissues and stopped tunneling of proximal part of the extension. It was noted that the device was not implanted and a different product was used. There were no patient symptoms or complications associated with this event. Additional information received reported that the device seemed to block but defiles.

Manufacturer narrative:
Concomitant products: product ID 3555 carrier, lot # unknown, product type accessory. (B)(4).